Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Note: the patient¿s adverse event of the pain grown since (B)(6) 2012 and left pudendal block on (B)(6) 2015 using an electronic neurostimulator by installation of naropin and catapressan was submitted via 2210968-2019-79014.

Event description:
It was reported that the patient underwent an unknown gynecological procedure along with coelioscopy pellanda for uterus anteversion on (B)(6) 2012 and the mesh was implanted. When returning from the operating room, in the recovery room, the patient experienced a strong pain in the perineum radiating into the left thigh. The pain grown since (B)(6) 2012 until now. On (B)(6) 2015, left pudendal block was done using an electronic neurostimulator by installation of naropin and catapressan. On (B)(6) 2015 tendency to pollakiuria and/or sometimes dysuric urination without urinary leakage were reported. The palpation exam revealed sensitivity at the level of the left sciatic spine and also a sensitivity at the level of the probable exit point of the sub-urethral strip with in view of to the left obturator hole with irradiation of both the inguinal trough and left iliac fossa and irradiation at the inner side of the thigh. It was also reported that it is rather a conflict in a branch of the obturator nerve on the left side in relation to the sub-urethral band, but there is probably a participation of the left pudendal nerve with probably a conflict also at this level. There was also noted an associated myofascial syndrome. Current state of the patient is disabling chronic pain with a heavy medical history such as drug treatments, hysterectomy, scanner, MRI, pains and scanner infiltration. Currently, the patient¿s status is a disability. No further information is available.